Event description:
An opn nc was used in a eccentric calcified lesion in the rca. The shaft of the catheter was reported to have broken after 5 seconds, the balloon ruptured, but couldn't deflate. The hypotube and shaft broke. The distal shaft was removed with the guiding catheter as a whole system. The event did not affect the patient, who was an in-patient at the hopsital.

Manufacturer narrative:
During a retrospective quality improvement effort this complaint was assessed as reportable. A corrective and preventive action has been initiated to address the reportability of complaints. The device was not returned to the manufacturer for investigation, no identification information was provided, the complaint report was inconclusive. It was attempted to obtain more information. A review of the angiogram provided by the distributor, showed the device in-situ with no contrast media inside. It is assumed, that the device got stuck in the lesion. Several challenges could be seen in the angiogram: 1) the lesion was fully stented (full metal jacket), 2) usage of guiding catheter extension, 3) potentially under-expanded stents with stent struts protruding into the vessel lumen. The instructions for use state in the precautions and directions for use sections: "if resistance is encountered during removal do not use force to retract the device as this may result in damage to the ptca dilatation catheter. Simultaneous removal of the entire system (e.g. Ptca dilatation cahteter, guide wire and guiding catheter) might be advised." A review of the lot history record identified no manufacturing non-conformities issued to the reported device or lot specific quality issues. Analysis of this complaint failure mode showed that the severity and frequency of this failure mode is within the current approved risk acceptance criteria. The patient was not affected in the intervention.